Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent jumpy low out of range shock impedance on the right ventricular (rv) channel. Additionally, there was non-physiologic artifact that is occasionally oversensed. As a result, there is pacing inhibition that lasted less than two seconds. Technical services (ts) recommended an in-office evaluation of the lead. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent jumpy low out of range shock impedance on the right ventricular (rv) channel. Additionally, there was non-physiologic artifact that is occasionally oversensed. As a result, there is pacing inhibition that lasted less than two seconds. Technical services (ts) recommended an in-office evaluation of the lead. The device remains in use. No adverse patient effects were reported.